Event description:
Reportedly, when the customer tried to remove the guide wire, the guide wire got stuck on the catheter and stretched the wire. No pt complications were reported.

Manufacturer narrative:
Device not returned.